Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead due to dislodgement caused by twiddler's syndrome. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were twiddlers, lead dislodgement, and high capture threshold. As received, a complete lead was returned in one piece with the helix fully extended. The measured full helix extension length was within specification. The reported event of high capture threshold was not confirmed. Visual inspection found the lead insulation twisted at the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.